Event description:
It was reported that during a procedure to stent a distal sfa (popliteal) aneurysm, the stent would not deploy. The doctor tried to deploy it and when it would not deploy, he tried threading the wire from the back wire port, but the wire would only go about 1/2 to 3/4's of the way through. It was reported that it felt like a blockage. The system was removed from the patient and he tried to deploy it outside of the patient, and it would not deploy. He then tried to load the wire from the back of the stent, and again he was only able to get the wire partially through because it felt like there was something blocking the wire. No injury to the patient reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received at the manufacturing site for evaluation to date. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the tracheobronchial strictures. The IFU supplied with this product states that the safely and effectiveness of this device for use in the vascular system has not been established.